Manufacturer narrative:
Evaluation: inaccurate placement and/or incomplete scaling of the zenith aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complication. No product was returned to assist this investigation. An internal clinical review indicated that the event was caused by user error in that incorrect planning and sizing of the original device took place at the procedure.

Event description:
Patient underwent aaa repair in 2007. The zenith tri-fab system was placed along with one body extension graft. There was a slight distal type I endoleak. Because of poor imaging and parallax the original leg was left short and therefore, did not seal. The leak continued at the 30 day CT. The secondary intervention was performed in the specials lab two months later, since there was a fixed c-arm and better imaging. This is where it was found that the first leg extension graft was well short of the internal. The second leg was placed percutaneous and a seal was made.